Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer as such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for paroxysmal atrial fibrillation with a thermocool® sf nav uni-directional catheter and a loss of all ECG signals on all channels issue occurred. There were no patient consequences. Upon connection of the ablation catheter, signal interference occurred on all ECG signals on the carto and the recording system. Physician did not have any ECG signals available to monitor the patient¿s heart rhythm. Cable was replaced without resolution. Thermocool® sf nav uni-directional catheter was replaced and the issue resolved. Procedure continued without further incident or patient consequences.

Manufacturer narrative:
On 9/10/2018, lot number (30023203l) was obtained and manufacture (2018-02-26) and expiration dates (2021-02-25 ) were received. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 8/13/2018. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure for paroxysmal atrial fibrillation with a thermocool® sf nav uni-directional catheter and a loss of all ECG signals on all channels issue occurred. There were no patient consequences. The investigational analysis has been completed. The device was visually inspected, and it was found in good conditions. Magnetic sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. Then, deflection test was performed, and it was found within specifications, the catheter was deflecting correctly. Then, a coolflow pump test was performed and it was found within specifications, the catheter was irrigating correctly, no irrigation issues were observed. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed. (B)(4).